Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the balloon ruptured at 6 atm pressure. A second voyager was used to complete the procedure with success. No additional event or patient information is available.